Manufacturer narrative:
We have received the device for evaluation. We were able to confirm the reported incident. Upon disassembly of the housing from its core tube, we spotted water under the pcb board which was causing a short resulting in a low voltage response causing the motor to run in window lock mode without command. Excessive gel and fluid was observed along with a strong detergent odor when the core tube was disassembled. The motor was found to have corrosion and excessive debris on the end bell side. The voltage was observed to be normal when the motor and board assembly was removed from the inner assembly. The root cause of this issue was determined to be the pcb board functioning improperly due to water exposure. The pads on the underside of the switch board at the wire connection joint had no insulation and adhesive. The presence of fluid contacting these two points caused the control signal to remain at 'window lock' levels and therefore, window lock function was on continuously. A seal failure likely due to wear from repeated cleaning, use and sterilization led to water ingress into the inner components of the handpiece and adversely affected the motor functionality. It is also possible that the device handling technique and improper sterilization process at the hospital could have contributed to this incident. Our IFU states not to remove the cable from the handpiece and secure the cable end with the protective cap during sterilization. We currently have a corrective and preventive action (CAPA) open to investigate this issue. The issue was detected during pre-use check. Procedure was completed using a different handpiece.

Event description:
During set-up and pre-use check, the resector blades continued rotating by itself when the unit was plugged into a control unit.